Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Technical support found that the error was caused by pretreatment. When the customer made fresh pretreatment, the errors cleared. The customer had the software issue which was resolved by changing specs. The most probable cause of patient folate sample results were high was pretreatment volume or quality.

Event description:
On (B)(6) 2016, a customer reported patient folate sample results were high and the patient sample (ps) flag was indicated on the aia-900 instrument. All controls and two patient samples were in range. The customer was instructed to repeat samples and controls. Mac controls and additional test cups were sent to the customer. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.